Event description:
It was reported that during left posterior communicating artery (pcoma) aneurysm procedure) the operator used the subject stent to assist with the coil embolization. While withdrawing the subject stent in preparation for deployment, the subject stent became dislodged, with its distal end opening and failing to cover the aneurysm site. The operator advanced an intermediate catheter and withdrew the entire stent system out of the body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received partially deployed from the distal tip of a microcatheter, loaded on the stent delivery wire (sdw). The introducer sheath was not returned. The microcatheter was noted to be intact. The stent was able to be fully deployed by advancing the sdw. Deformation was noted to the distal end of the stent. The sdw was noted to be kinked/bent. During functional inspection the subject stent was able to be fully deployed by advancing the sdw. The reported events are covered in the device directions for use (dfu). As well, the risk of the reported events are documented in the risk documentation and there are current controls to mitigate the risk of the as reported events. The reported event 'stent partial deployment' was confirmed during visual inspection. The reported event ¿unexpected movement of device¿ could not be replicated. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'moderately tortuous'. The stent was returned for analysis, still loaded on the sdw and partially deployed through the distal tip opening of a microcatheter. Once the system was flushed, the stent was fully deployed and there was deformation noted towards the distal (open cell) end of the device. The sdw was also returned and was noted to be kinked/bent along its length. Finally, the introducer sheath was not returned for analysis. In the case of this complaint, it appears that there was excellent transfer of the stent from the sheath into the microcatheter (mc), and the stent was advanced to the distal end of the mc without any issues (resistance or friction) reported. Therefore, it is highly likely that the deployment issue occurred as a result of some unknown procedural factor(s) and/or the target vessel tortuosity. The reported events: ¿stent partial deployment¿ and ¿unexpected movement of device¿ as well as the as analyzed events: ¿stent partial deployment¿, ¿stent deformed¿, ¿sdw kinked/bent¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during left posterior communicating artery (pcoma) aneurysm procedure, the operator used the subject stent to assist with the coil embolization. While withdrawing the subject stent in preparation for deployment, the subject stent became dislodged, with its distal end opening and failing to cover the aneurysm site. The operator advanced an intermediate catheter and withdrew the entire stent system out of the body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.